Manufacturer narrative:
A third-party service agent evaluated the customer's device and verified the reported issue. The service agent replaced the system pcb assembly to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not complete a boot cycle. The customer advised the device was looping on the home screen. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.